Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot and missing o-ring (reservoir tube).

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's reservoir compartment was broken and the reservoir would no longer stay in the device. Blood glucose level at the time of the incident was 346 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.